Manufacturer narrative:
Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported a nurse in (B)(6) found blood leakage from the septum and needle core of a bd intima-ii¿ closed IV catheter system after removal. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
A photo was received for the purpose of our investigation. The investigators were able to observe the reported failure mode in the photo provided. Using retention samples investigators conducted a leakage test, attempting to replicate the reported failure mode, but were unsuccessful. The batch record also was reviewed, no related abnormalities were found. Despite being unable to replicate the reported failure mode our investigators were able to use historical data from past investigations to determine that the most likely root cause of this issue is related to the aging of the septum. The aging in likely results from the unit being exposed to exceptionally high summer temperatures during storage. The supplier has been advised to avoid the use of open air transportation without the use of a protective thermal insulation layer.